Manufacturer narrative:
The device evaluation was completed on 26-jun-2023. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a broken tip issue occurred. It was reported that when the sheath was inserted, a ¿hangnail of vizigo¿ sheath tip¿. The sheath was replaced with a new one and the procedure was continued. There was no patient consequence. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual inspection revealed that the soft tip was bumped; however, no wires were exposed or broken areas were observed on the device tip. This failure observed could be related to the issue reported by the customer; however, this cannot be conclusively determined. Device history record (DHR) was performed for the finished device 50000256 number, and no internal actions related to the reported complaint condition were identified. Based on the completed DHR, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated with appropriate information. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 26-may-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. On 21-jun-2023, additional information was received indicating no internal part of the sheath were exposed. The tip was not rough of non-slippery. There were no lifted or damaged electrodes. An jll/rf needle and smartablate generator were used in this case. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a broken tip issue occurred. It was reported that when the sheath was inserted, a ¿hangnail of vizigo¿ sheath tip¿. The sheath was replaced with a new one and the procedure was continued. There was no patient consequence. The broken tip issue is MDR reportable.

Manufacturer narrative:
On 13-aug-2024, additional clarifying information was received which indicated that the previously reported term of ¿hangnail¿ was referring to a deformation/bump on the vizigo sheath tip. As such, the event was re-assessed and is no longer considered to be a MDR reportable event. The potential risk that a deformed/bump on the tip could cause or contribute to a serious injury or death is remote. Therefore, h 6. Medical device problem code has been updated from break (a0401) to material too soft / flexible (a040608). Correction to the initial report: full UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).